Event description:
It was reported that an alert for "charge time limit reached" was noted on the device. During a follow up in clinic, a manual capacitor maintenance was performed, a charge time out was observed, and the patient reported feeling a "hot" discomfort at implant site. Abbott technical support was contacted and the device was explanted and replaced to resolve the event. No anomalies were visually observed by the clinician at time of explant. The patient was in stable condition.

Manufacturer narrative:
Reported event of charge timeout and capacitor maintenance time out were confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of device image indicated charge time out occurred during capacitor maintenance test in the field. Charge time out was reproduced during analysis. Further analysis performed after the high voltage capacitors were removed and reinstalled found no anomaly. Hv capacitors were also evaluated by manufacturer and found to be normal. The reported charge time out events are consistent with a hybrid anomaly.